Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with an air bubbled sensor seal and the tamper seals missing. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated/verified. Running three accuracy tests the pump was found to be working as?intended and within the manufacturing specifications. No fault was found with the device. No repair was needed. The root cause of the reported problem was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited flow accuracy below flow management system (fms). There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.